Event description:
It was reported that this right atrial (ra) lead dislodged, with the dislodgment confirmed by x-ray imaging. The lead was attempted to be repositioned but the physician opted to extract it. The patient was found to be suffering occlusion, so a balloon was utilized to obtain access. A new device was implanted. No additional patient effects were reported.